Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received by our quality team for evaluation. The returned photo shows a used end cap contaminated with blood. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned photos, the probable root cause for the reported leakage could be due to the sink hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter experienced leakage. The following information was provided by the initial reporter, translated from dutch: "after pricking blood seeps through the cap."